Event description:
Screw reported as being not cannulated. There was no adverse consequence to the patient.

Manufacturer narrative:
Visual inspection of the screw detected that the presence of a burr on the distal part of the screw makes impossible the introduction of the k-wire in the canula. Historical data analysis permitted to confirm this was an isolated incident. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.